Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the slide handle assembly (0997-00-0587) and wheels assembly (0997-00-0588) per the customer's request. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the retractable handle of the cardiosave intra-aortic balloon pump (iabp) was sticking. There was no patient involvement.